Event description:
New information received notes that the issue was discovered during in clinic follow-up. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.